Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 5524m45 lead, implanted: (B)(6) 1995. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead had noise oversensing reproducible with manipulation at site of suture sleeves. The leads were capped and new leads were implanted. No patient complications have been reported as a result of this event.